Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. As part of the analysis, the handle was actuated and no visual issues were observed with the cage, carrier or catch. The carrier was actuated three times and it extended and retracted without any issues. Moreover, it was actuated three times with the suture and the needle entered in the catch slot without any issues. Based on all gathered information, the investigation concluded that the most probable root cause for this complaint is no problem detected since the returned device showed no evidence of either the alleged issue or any defect which could have contributed with this event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the device "jammed closed with the suture caught in the bottom of the clasp." The failure mode is unclear. The event description most likely suggests that the capio carrier failed to retract after the dart was caught in the cage. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event and the procedure outcome to date, despite good faith efforts.